Event description:
Allergan aesthetics received report of a patient who received coolsculpting treatment on (B)(6) 2021 to bilateral lower abdomen and flanks with cooladvantage applicator developed paradoxical adipose hyperplasia (pah/ph) 3 months after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Manufacturer narrative:
Corrected data: d1, g1

Event description:
Allergan aesthetics received report of a patient who received coolsculpting treatment on (B)(6) 2021 to bilateral lower abdomen and flanks with cooladvantage applicator developed paradoxical adipose hyperplasia (pah/ph) 3 months after treatment.